Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During procedure, upon attempting to retrieve the catheter, a fracture in the helix was discovered. After the catheter was removed, the helix attached to the catheter tip remained inside the patient. The surgeon used a retrieval kit to remove the residual device in its entirety. The current patient condition is unknown.